Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause of the "ventilator unit connection lost" could not be determined as the failure was not reproducible and until today (04.07.2023) the customer did not report recurrence of the event. No corrections have been made. There was no patient or user harm.

Event description:
Per biomed, the word they received from hospital staff is that during ventilation the ventilator shut down. The event was not reported per biomed because of no patient harm. The vent is in the biomed shop. They have been running the vent and can not duplicate the error.

Event description:
Per biomed, the word they received from hospital staff is that during ventilation the ventilator shut down. The event was not reported per biomed because of no patient harm. The vent is in the biomed shop. They have been running the vent and can not duplicate the error.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause of the "ventilator unit connection lost" could not be determined as the failure was not reproducible and until today (04.07.2023) the customer did not report recurrence of the event. No corrections have been made. There was no patient or user harm. Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was not updated with full UDI information as requested since the device was manufactured before 2015. Updated fields: b4, d1, d4, g1, g3, g6, h2.